Manufacturer narrative:
Information for the other bottle of reagent: product code: not provided. Lot #: 9cc3c03, manufacturer date: 03/2009, expiration date: 03/2011.

Event description:
The customer tested his blood glucose using 2 contour meters and 2 bottles of test strips. One meter read 185 mg/dl, while the other read 395 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.